Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a tear in the cable exposing the wires within. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event be attributed to excessive bending of the cable near the strain relief. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient's controller ac adapter was frayed at the ends that plug into the controller. There was no report of misuse, dropping, pulling on or twisting of the adapter cord. The controller ac adapter was exchanged with no reported consequence or impact to the patient. No further information was provided.